Event description:
Per the clinic, the baha attract magnet was explanted on (b)(6) 2026 due to performance decrement. The patient was reimplanted with different manufacturer device during the same surgery.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time.Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue.Elective removal of an implant is a procedure which requires medical/surgical intervention. The report frequency for these complications is being monitored under CBAS Complaint and Medical Device Reporting Data Monitoring Plan and the status is updated on a monthly basis. This event is added to this monitoring.